Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The following fields were updated: d8, h3, h4, h6. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported during the laparoscopic hernia procedure; frequent lateral stripe noise was observed on the the endoeye flex 3d deflectable videoscope image. The procedure was completed with no delay after replacing it with a backup device. No health hazard was reported due to this event. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.